Manufacturer narrative:
Continuation of medical products: product ID: neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2010, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with two implantable neurostimulators (ins). It was reported that one ins was put in 2010 and the other in 2011. Both inss have been dead for over two years, and not on in over two years. It was noted that the patient used the inss in the first two years and was great. Now the patient was being shocked or electrocuted from the inside out. ¿this was crazy¿ and ¿just wrong¿. The patient was going to be going to the ER tonight. No further complications were reported or anticipated. Reference manufacturer report # 3007566237-2018-00020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they were going to talk to their doctors after the new year. This was "wrong" on so many levels.